Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced nerve and diaphragmatic stimulation due to the left ventricular lead dislodging into the superior vena cava (svc), as confirmed on a chest x-ray. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.